Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod completed 46 first prime pulses and was deactivated at the end of first prime. The needle did not deploy because the pod was deactivated before the start of second prime. No damages or defects were found with the pod that would prevent the needle from deploying during second prime as intended.

Event description:
It was reported that the needle did not deploy and the pink slide did not move forward, indicating a needle mechanism failure. No treatment and no blood glucose levels were reported.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.7, hardware: iphone15.4, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.